Manufacturer narrative:
The insulin pump was received with all buttons functioning properly and no moisture damage found on the keypad traces. The insulin pump had cracked display window corner, scratches on the lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 43 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised during a bolus attempt the numbers did not ramp up on their own. Customer stated that the scroll bar did not move up or down without input. Customer advised the buttons were unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.